Event description:
This patient is enrolled in the gore iliac branch endoprosthesis ide study, to assess use of the iliac branch endoprosthesis (ibe) in the endovascular treatment of common iliac artery or aortoiliac anerurysms. The study involves commercialized gore® excluder® aaa endoprosthesis featuring c3® delivery system. The investigational devices are the gore® excluder® iliac branch endoprosthesis, consisting of the iliac branch component (ibc) and the internal iliac branch component (iic). On (B)(6) 2014, this patient underwent endovascular repair for bilateral common iliac artery aneurysms and an abdominal aortic aneurysm measuring 51.1mm in diameter. The patient tolerated the procedure with a type ii endoleak present. The physician chose to monitor the patient.

Manufacturer narrative:
A review of the manufacturing records for the device(s) is being conducted. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
Staged procedure to coil emoblize the right internal iliac artery was successfully performed on (B)(6) 2014.

Manufacturer narrative:
Additional devices involved in this event: (B)(4).

Event description:
The following information was reported to gore through the ide study for the iliac branch endoprosthesis (ibe): on (B)(6) 2014, the patient underwent repair of a 66.7mm left common iliac artery aneurysm and 51.1 mm abdominal aortic aneurysm whereby gore excluder aaa endoprostheses and gore excluded iliac branch endoprostheses were implanted. Final imaging identified a type ii endoleak. On (B)(6) 2015, follow up imaging showed aneurysm enlargement to 56.1 mm and persistence of the type ii endoleak, which reportedly originated from a lumbar artery. On (B)(6) 2016, coil embolization was performed to treat the type ii endoleak. The patient tolerated the procedure. On (B)(6) 2016, CT notes state that since the prior exam on (B)(6) 2015, there was embolization within the aneurysm sac on the right side. The notes state that the delayed images show a persistent type ii endoleak originating from a lumbar artery at the l3 level. The notes indicate progressive aneurysm sac growth surrounding the endograft, with the aneurysm measuring 7.3 x 5.7 cm (compared to 6.8 x 5.4 cm on (B)(6) 2015). There also appeared to be slight enlargement of the left iliac artery aneurysm measuring 6.0 x 5.8 cm (compared to 5.5 x 5.5 cm on (B)(6) 2015). There was no reported outbreak seen in the left iliac artery area. The right iliac artery aneurysm was reported to be stable. On (B)(6) 2016, embolization was performed to treat the persistent type ii endoleak. It was reported the endoleak has not resolved. No further adverse events were reported.

Event description:
Additional information: on (B)(6) 2016 the patient underwent a coil embolization procedure to treat the type ii endoleak. The patient tolerated the procedure and the endoleak resolved without incident.

Event description:
Additional information: on (B)(6) 2016, imaging showed evidence of a type ii endoleak.